Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited out of range right ventricular (rv) impedance measurements. It was noted that the patient would be scheduled for a lead revision. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that the pace/sense portion of this lead was surgically capped. A new rv pace/sense lead was implanted. Additional information was provided that noise had also been observed on the rv channel.

Manufacturer narrative:
The shock portion of this lead remains in service.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.